Event description:
It was reported during a hemorrhoidopexy procedure that the device cut and did not staple. The case was completed using sutures. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.